Manufacturer narrative:
The insulin pump had intermittent button response noted due to flattened dome switch on the button. The insulin pump had multiple bolus were program and delivered. The boluses were recorded in bolus history and daily totals properly. The units left on status screen match properly with units left on reservoir. No anomaly was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 159 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.